Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient came in today for c-spine MRI and did not bring their external components. The caller stated the pt indicated the system 'didn't work' but the caller had no further information as to what that meant. The caller spoke with the pt again when the pt went home. The pt said their remote was 'dead' and they were going to charge it. The agent reviewed considerations and noted the pt could call patient services when their externals were charged to further evaluate. Later, the patient called in to report they needed an MRI of the neck, but their implanted battery was dead. The agent reviewed MRI scanning guidelines and suggested the patient notify their healthcare provider (hcp) ordering the scan along and follow up with the managing hcp to discuss next steps. On (B)(6) 2026 additional information was received from the patient (pt). They clarified that the device not working referred to the fact the device was not taking care of their problem. The cause was dete rmined to be from the battery being dead. Patient stated they had a permeant catheter installed on (B)(6) 2025.